Event description:
It has been reported to philips that the device would not turn on. The issue was found during clinical use. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue was occurred. The philips remote service engineer (rse) connected with the customer and confirmed that the system was not starting. Upon troubleshooting action, the rse found that the hard drives of the host pc did not turn on. To resolve the reported issue the customer turned on host pc directly with its power button and its hard drive also turned on, the software loads without any problem. 5 months later, the reported issue was reoccurred and to resolve the reported issue, replaced the 3v battery, hard drive, performed the corrective maintenance on the host pc, adjusted and cleaned the memories and reloaded the software. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.